Manufacturer narrative:
Additional information: h3, h6, h10. H10: the device evaluation was completed. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional tests which included leak, clear passage, and clamp function tests were performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap extended life pd transfer set leaked at the twist clamp. This occurred during use for peritoneal dialysis (pd) therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.